Event description:
According to the reporter, during bypass of gastroenterostomy,they opened the package,however a part was disengaged from backside of the cartridge.they stopped using this cartridge. Replaced by new cartridge ,the procedure was completed with problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one gia device. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.